Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a polarity switch on the right ventricular (rv) lead, and that rv impedance had been decreasing for approximately three years. R-waves measured slightly smaller in bipolar than in unipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.